Manufacturer narrative:
Additional manufacturing narrative: other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6). H3 other text : device not returned.

Event description:
The customer reported rad-g device turns off. There was no patient impact or consequence reported.

Event description:
The customer reported rad-g device turns off. There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. The rad-g powered on and off by itself within seconds after powering on. Shorting inside the on/off power button created an electrical short across the button, resulting in the button being activated even when not physically pressed. Initial reporter postal code exceeded the maximum allowable characters, the postal code is as follows: (B)(6).